Event description:
It was reported that cartridge alarm occurred on pump, and caller inquired about out-of-warranty loaner pump after alarm persisted even after initial troubleshooting. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge as instructed, but alarm recurred, so customer planned to use multiple daily injections as backup therapy while technical support arranged replacement out-of-warranty loaner pump.